Event description:
Customer reported an issue with accutorr plus monitor's display, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the led display board. Unit was calibrated and safety tested to factory's specifications.